Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device does not function. The device was being used during surgery but no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.